Event description:
It was reported that an iab was inserted via the left femoral (with sheath) in the catheterization laboratory and connected to another manufacturer's pump console. Approximately 24 hours later, blood was seen in the helium tubing. Pump then alarmed and the iab was removed. Patient was stable. A second iab was not inserted. There were no reported patient complications.